Event description:
Based upon additional information received on 14-jan- 2016, the case initially assessed as unsolicited was re-assessed as solicited. Also, the suspect product was updated from synvisc to synvisc one and the case initially assessed as possible was re-assessed as not associated. This solicited device case was received on (B)(6) 2016 from the patient via patient support program. (B)(6). Study title: sanofi patient connection this case involves an elderly female patient who received treatment with synvisc one and had four operations since being on synvisc/four operations in right knee, buckle in her right knee/ shattered knee/right knee had plaque and pain in her knee. The patient's medical history, past drugs, concurrent condition and concomitant medications were not reported. On an unknown date, the patient initiated treatment with intra-articular synvisc one injection (indication, dose, frequency, batch/lot number and expiry date: not provided) into an unspecified location. On unknown dates, after an unknown latency, the patient had shattered knee, right knee had plaque, buckle in right knee and pain in her knee. Also, the patient had four operations in right knee since being on synvisc one. Action taken: unknown. Corrective treatment: not reported for all events. Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Reporter causality: not reported for all the events. Company causality: not associated for four operations since being on synvisc/four operations in right knee and buckle in her right knee/ shattered knee/ right knee had plaque; associated for pain in her knee. Seriousness criteria: required intervention for the event of 'four operations since being on synvisc/four operations in right knee'. Additional information was received on 14-jan-2016. The case type was updated from unsolicited to solicited. The age group of the patient was added. The suspect product was updated from synvisc to synvisc one with details. The event of four operations since being on synvisc was updated to four operations since being on synvisc/four operations in right knee. The company causality was updated from possible to not associated. Clinical course updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 14-jan-2016: this case concerns a female patient who reported undergoing four operations in right knee since using synvisc one. Since there is limited information regarding the clinical course of the patient, the role of company product in the occurrence of the event cannot be established. Further information regarding the nature of surgery and the details of the therapy with synvisc one are required to make complete case assessment.

Event description:
This unsolicited device case from united states was received on (B)(6) 2016 from the patient. This case involves a female patient (age not provided) who received treatment with synvisc and had four operations since being on synvisc, buckle in her right knee/ shattered knee/ right knee had plaque and pain in her knee. The patient's medical history, past drugs, concurrent condition and concomitant medications were not reported. On an unknown date, the patient received treatment with intra-articular synvisc injection (indication, dose, frequency, batch/lot number and expiry date: not provided) into an unspecified location. On an unknown date, after an unknown latency, the patient had shattered knee, right knee had plaque, buckle in right knee and pain in her knee. Also, the patient had four operations since being on synvisc. Action taken: unknown. Corrective treatment: not reported for all events. Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention for four operations since being on synvisc pharmacovigilance comment: sanofi company comment dated (B)(6) 2016: this case concerns a female patient who received treatment with synvisc and later underwent four operations since using synvisc. Since product and event start dates were unknown the causal role of suspect cannot be precluded in occurence of the event. However, lack of detailed information regarding underlying cause of operation, medical history, concurrent conditions and concomitant medication precludes a comprehensive assessment in this case.